Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure the patient had one endeavor sprint drug-eluting stent implanted in the lad. Approximately 41.5 months post index procedure the patient suffered acute cardiac insufficiency and expired. It is unknown if there was a relationship between the event and the study device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.